Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 09dec2025, it was reported that a 1.5ml volume was used to inflate the balloon.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d9. Correction: h6 - annex a. Investigation ¿ evaluation : it was reported that the balloon of an endobronchial blocker set was noted to leak during test inflation with a volume of 1.5ml. The procedure was completed using an unspecified replacement balloon. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one balloon catheter for investigation. The device was tested and a pin hole leak was found near the seam of the balloon. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that two devices from the reported complaint device lot and its related subassembly lots did not pass quality control inspections; however, the affected products were scrapped. A complaint history search identified one other event reported for an unrelated failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming products exist either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: precautions ¿following insertion of the blocker balloon through the multiport adapter, the balloon should be test inflated.¿ instructions for use: ¿average inflation volumes, french size- 5.0, balloon- pediatric spherical, inflation volume- .5cc- 2.0cc¿. How supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of an endobronchial blocker set was noted to leak during test inflation. The procedure was completed using an unspecified replacement balloon. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.